Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced skin irritation and hives at sensor adhesion patch site. Patient sought medical advice and was prescribed benadryl, zantac, and prednisone to help alleviate irritation. Patient did not report any further injury or any medical intervention at the time of contact with dexcom technical support.